Manufacturer narrative:
The customer advised that the unit was no longer displaying an error message. The device was not received at the repair bench for evaluation nor was a philips field service engineer dispatched to confirm and resolve the issue and identify its cause. Therefore, the issue could not be confirmed and the cause of this specific case could not be identified at this time.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported there is a speaker malf error (inop) message. The customer is not certain if the speaker is actually not working, or if inop is spurious. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.